Event description:
It was reported via a legal notification that a 68 yo male patient, initial right knee implanted on (B)(6) 2019, underwent a revision procedure on (B)(6) 2022, approximately 3 years 2 months post the initial implant procedure for reasons unknown. No additional information known.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The patient had bilateral knee replacement procedures, this suggests joint maladies. The cause of the subsequent revision cannot be conclusively determined, insufficient information.